Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. (B)(4).

Event description:
It was reported that during a procedure with smart touch bidirectional catheter, the customer experienced error 40 (defective catheter or cable). This issue is not reportable issue. In addition, the customer experienced the signal noise on all signals and on both bard monitoring system and carto system. It was stated that the physician did not have any ECG/EKG signal available to monitor the patient's heart rhythm. The issue was resolved by changing the catheter and the case was completed without any patient consequence. This type of issue is indicative of a reportable event.